Event description:
Medtronic received a report that during the vantage deployment there was a beginning of twisting in a curve probably due to the curve and the stent was not opening in that point. So it was decided to not deploy and retrieve the stent. No patient symptoms or further complications were reported as a result of this event. The patient is alive with injury. After vantage procedure, there was detected a thrombus in the distal middle cerebral artery (mca) and the patient was slow in the wake-up even if she moved the articulations. The thrombus was found also in the first series of the procedure but not on the angiotc of the two months before. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) aneurysm with a max diameter of 11 mm and a 3 mm neck diameter. The landing zone was 3.5mm distally and 4.5mm proximally.  It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 7mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was before 6 days of procedure. Angiographic result post procedure was good for the aneurysm that was covered by the vantage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pipeline vantage stent device was returned for analysis. The pipeline vantage tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends are opened and frayed. No defects were noted on the pushwire. No other anomalies were noted. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at proximal¿ complaint was not confirmed, as the returned pipeline vantage braid¿s proximal and distal ends are both opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. In this event, the customer reported moderate vessel tortuosity. The user deploying the braid in the vessel bend and a damaged braid may have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient did not undergo any treatment for the thrombus. The proximal part of the pipeline did not open. The pipeline was in a vessel bend which it failed to open, but also in a straight vessel after the bending in the curve. They had tried resheathing the pipeline to open the device. There were no device deficiencies associated with the navien or phenom catheters.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.